Manufacturer narrative:
Correction to date of evaluation: device evaluation: the device has been returned and evaluated by product analysis on 05/22/2017.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: during investigation, the battery compartment was undamaged. The battery cap could fit and maintain electrical connection. The pump powered up with auditory and vibration to a blank screen. The reported blank screen complaint was duplicated. There was moisture corrosion observed in the battery canister and on the cap. A leak test passed. The pump¿s cover was removed and there was no further moisture corrosion found on the printed circuit board. The eeprom component was found to be cracked. A unity test code downloader tool application was used to upload test code to master/slave/periph processors. The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2¿. (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is conclude. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.